Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 789 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with exogenous insulin, and remained hospitalized at the time of the report. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin therapy. Engineering log review indicated that cgm glucose readings stopped on (B)(6) 2026 following expiration of the dexcom g7 sensor and that insulin delivery ceased after the device ran out of insulin later that evening. Multiple alarms were generated, including sensor expiration, low drug, very low drug, out of drug, and bg-run suspension; however, these alerts were not fully resolved in a timely manner. Device data confirms that insulin delivery was interrupted for an extended period due to failure to replace the expired sensor and depleted insulin cartridge, which is consistent with the reported development of dka. No device malfunction was identified. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to respond to alerts and restore insulin delivery, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.